Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The customer was asked to return a width plate for evaluation; however, at the time of the investigation, no product involved with the event has been noted to have been returned. As such, no evaluation or repair of the device can be reviewed for evaluation. The product was not returned for evaluation at the time of the investigation. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action. H3 other text : device not returned.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant medical products: item#: 88700010, dermatome blade, lot#: unk, serial#: unk. The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the patient sustained an unintended cut to subcutaneous tissue due to a malfunctioning dermatome. The graft was used on the right lateral thigh.